Event description:
It was reported that the stent fractured/damaged, requiring additional intervention. The target lesion was located in the left anterior descending artery. A 38 x 2.75 promus premier drug-eluting stent was implanted. However, after the deployment, the stent was fractured/damaged. The physician deployed another stent to cover the fractured part and the procedure was completed. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that the stent fractured/damaged, requiring additional intervention. The target lesion was located in the left anterior descending artery. A 38 x 2.75 promus premier drug-eluting stent was implanted. However, after the deployment, the stent was fractured/damaged. The physician deployed another stent to cover the fractured part and the procedure was completed. There were no patient complications reported and the patient status was stable. It was further reported that the target lesion was 90% stenosed, mildly tortuous, and mildly calcified.